Manufacturer narrative:
( B)(4).

Event description:
Philips received a complaint regarding a v60 ventilator describing a touchscreen calibration and alignment issue resulting in inaccurate and inconsistent touchscreen response during operation. It is unknown if the unit was in patient use at the time of the reported issue, and no patient or user harm was reported. The expected device behavior is a fully responsive and accurately calibrated touchscreen interface; however, the actual behavior observed and reported included persistent miscalibration, misalignment, and intermittent touchscreen responsiveness, which impacted the user¿s ability to reliably operate the device. The device was evaluated by philips field service engineer (fse) during onsite service activities. Troubleshooting included repeated recalibration attempts, functional assessment of the touchscreen under service and clinical modes, and diagnostic evaluation of system performance. These attempts did not restore normal operation, and the touchscreen failure was reproducible. Based on diagnostic findings, the touchscreen assembly was identified as the most likely failed component. The part was replaced, and electrical safety testing was performed as part of the service verification process. Post-replacement testing confirmed that normal touchscreen functionality was restored and the device met required performance specifications per philips service standards. The malfunction determination concluded that the device did not meet specification prior to repair due to failure of the touchscreen assembly, with the root cause identified as touchscreen hardware failure resulting in calibration instability and misalignment. This conclusion is supported by reproducible diagnostic failure, inability to correct the issue via recalibration, and successful restoration of function following component replacement. The overall conclusion of this investigation is that the touchscreen assembly failure caused the reported issue, which was resolved through replacement of the component, and the device is now functioning within specification. The complaint is considered closed unless new information becomes available that would require reopening of the investigation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.